Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user did not see drips out of the cannula during fill tubing. Reportedly, insulin was seen coming from the luer lock. The user was able to tighten the luer lock connection, successfully completed fill tubing, and resumed insulin delivery. The user's blood glucose level was 231 mg/dl.